Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a hole was reported in a homechoice cassette resulting in a leak, which is known to cause this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis (pd) therapy, however, the device was in prime. It was further reported that a homechoice cassette presented a hole "where the lines come out" resulting in a leak and which led to this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.